Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons required several presses to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: investigation revealed that all buttons were functional when tested and there was no damage to the keypad observed. The keypad was removed and contamination under the contrast, up and down button contacts was observed. The battery compartment was observed to be cracked from the threads to case seal and the battery cap was not returned. A test cap was used to complete investigation and was able to be fully tightened. The battery compartment was observed to be cracked and there was no evidence of corrosion in the battery compartment observed. The pump case was opened with no further defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.